Manufacturer narrative:
(B)(4). Concomitant medical product: unknown liner, pn unknown, ln unknown. Report source (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001822565-2018-05486. Customer has indicated that the product will not be returned to zimmer biomet for investigation, (retained by hospital). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure due to infection approximately one month post implantation. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 -2019 -00043.

Event description:
No further event information available at the time of this report.